Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) above rated burst pressure. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during an interventional stenting procedure in a mildly tortuous distal right coronary artery, the lesion was described as a moderately calcified, 95% stenosed denovo lesion. The nc trek rx 2.0 x 15 was advanced but ruptured on the first inflation of 20 atmospheres for 8 seconds. The device was removed and a non-abbott balloon was used to pre-dilate the lesion so that a xience v stent could be deployed. There was no reported adverse patient effect or clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the instructions for use state that the balloon pressure should not exceed the rated burst pressure. Based on the information reviewed, there is no indication of a product deficiency.